Manufacturer narrative:
Note: following the initial MDR submission the customer indicated that test results of two (2) separate patients were impacted by the qcv detected failure. - the customer confirmed the discrepant result did not cause any adverse impact to the state of health of patient 1. - there is no report or indication that the discrepant result lead to any adverse impact to the state of health of patient 2. Biomérieux conducted an internal investigation in response to a customer complaint of underestimated troponin results following a qcv detected failure of section a1 of their minividas® instrument. A biomérieux field service engineer (fse) visited the customer site to inspect and repair the customer¿s minividas® instrument. The fse noted debris while performing a visual inspection the seals of the minividas® instrument; no other issues were noted during the instrument visual inspection. A pump tester of section a1 was performed and failed indicating a clogged port. The fse cleaned the instrument and performed a second pump tester which obtained passing results. After cleaning, a leak test and qcv were performed. The values for all positions obtained passing results. The cause of the qcv failure was due a partial clog on position 1 of section a. The minividas® instrument is functioning as intended. Note: a qcv failure is not an abnormal behavior. It indicates that the qcv played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden.

Event description:
A customer from (B)(6) notified biomérieux of a qcv detected failure of section a1 in association with the mini vidas® analyzer [u] (ref. 99737u, serial number (B)(4)). The customer reported three(3) falsely elevated results for troponin parameter were obtained in position a1 of the instrument. It is unknown if these 3 samples were from the same patient. Biomérieux customer service requested the customer perform a retrospective analysis for the impacted timeframe. At the time of this assessment the customer has not provided this information. The customer confirmed the falsely elevated results were reported to the treating physician; however it was confirmed that these results had no adverse impact to any patient¿s state of health. A biomérieux field service engineer(fse) visited the customer site. The fse confirmed position a1 was clogged. After cleaning position a1 and performing a pump cleaner the fse performed a qcv which obtained passing results. Biomérieux will initiate an internal investigation.